Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that there was a hole in the hose and the rotation¿s per minute (rpm¿s) were below manufacturing specifications. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use, which is user error. It was further determined that the low rpm¿s was due to worn out vanes. The condition of the worn out vanes was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the hose of the motor device was damaged at the foot pedal connector. During in-house engineering evaluation, it was observed that the device had a hole in the hose and the rotations per minute (rpm¿s) were below manufacturing specifications. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.